Event description:
It was reported that a malfunction occurred on the pump, indicated by a specific malfunction code. There was no information provided to determine whether there was an impact on the customer's blood glucose level. Technical support provided the caller with instructions on how to reset the pump and assisted in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction appeared again.